Manufacturer narrative:
(B)(4). Currently awaiting device return for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis after a hole/leak in the cassette for the amia cycler. It was clarified that the leak was noted in the cassette. The patient presented to the emergency room (ER) and was diagnosed with a peritoneal infection. The patient was given unspecified antibiotics for the event. Four days later, the patient returned to the ER and was admitted to the hospital for the event. At the time of this report the patient remained hospitalized and the outcome was not reported. Action with pd therapy was not reported. No additional information is available.